Event description:
(B)(4).

Manufacturer narrative:
The control printed circuit pc board and the monitor pc board were replaced. The hospital kept the exchanged pc boards and will not return them for investigation. The ventilator logs are not available for evaluation. Based on the above we are unable to determine or provide the root cause of the reported failure. (B)(4).